Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: b3: event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they tried to charge their implanted neurostimulator last night, but the recharger (rtm) cord where it meets the paddle got very hot. Patient said they unplugged everything and put it away, but when they tried again this morning, the same thing happened. Patient clarified the rtm burned them and said they didn't blister, but had a red spot on their skin at the time. Patient service specialist asked, patient said the cord was not frayed or broken, but was just wicked hot where the cord goes into the paddle. Patient then said they were unable to charge their implant. The issue was not resolved. An email was sent to the repair department to replace the rtm. The patient mentioned unrelated medical history including patient mentioned they were going to see their healthcare provider next week because they were having some problems with their battery and had x rays.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they did have a change in programming for the device. The week before, all they did was place the paddle onto the battery and after about 5 minutes, they felt instant hotness. They tried moving it around, that didn't help. They stopped and removed the paddle, let it cool down and tried again. They felt instant hotness again. They removed it, checked the paddle. The paddle itself was not hot but where the cord joined the paddle was very hot. They inspected the cord and saw nothing wrong with it on the outside. They removed the cord from the controller and put it away. They called patient services (pss) in the morning. They checked their self where the paddle sits and there were no blisters but it was red. It was red for a couple off days but then faded. This happened (B)(6) 2023. The pt reported that a paddle was overnighted to them and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: analysis of the product 97755 recharger, s/n (B)(6) , found a recharger telemetry module (rtm) failure; final test low reading is 0. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.